Manufacturer narrative:
(B)(4). Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in early-(B)(4) 2017. The device and electrode were explanted with no patient adverse effects reported. In addition to the previously reported clinical observations of oversensing and inappropriate shocks, non-conversion of vt/vf and high shock impedance greater than 125 ohms were also reported on the product experience report (per) form. A transvenous device and lead system were implanted. According to the per form, the device will not be returned to boston scientific. To date, the electrode has not been received for laboratory testing. This investigation will be updated should further information be provided and/or products are returned for detailed analysis.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services in early-(B)(6) 2017. The field clinical representative was checking a device, implanted in a patient that had been admitted into the emergency room (ER). A review of th episode found that shock delivery did not convert a spontaneous arrhythmia. It appears that the device was double-counting the rate of the arrhythmia which was then detected in the shock therapy zone. Additionally, the device stored an episode from mid-(B)(6) 2016. The onset was a slow ventricular tachycardia associated with double-counting. Three shock therapies did not convert the arrhythmia. The shock impedance in 2016 was 105 ohms and 124 ohms in 2017. A review of the 2016 episode found that the device's sense vector was secondary 1x gain. The technical service's consultant verified that there was double counting with decrease in qrs size. The t-wave size remained similar or slightly larger. The technical services consultant discussed selection of another sns vector. Alternate appeared too small, however, primary may be an option. Primary did appear to have the same decrease in qrs size at time. There was a request to see if smartpass analysis would be beneficial. The increase in impedance (from 105 ohms to 124 ohms) and inability to convert may necessitate an invasive intervention. The technical service's consultant suggested that medication might be to control this unique arrhythmia (decrease in r-wave and s-t segment elevation. There was shock delivery in (B)(6) 2015 associated with true arrhythmia detection with successful conversion following appropriate shock therapy delivery. The post-shock impedance at that time was 101 ohms.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.